Event description:
The patient reported she fell in (B)(6) 2010 which caused her ipg to migrate. Subsequently, the patient underwent surgical intervention where her ipg was revised in (B)(6) 2010 (the actual date of the surgery is unk) which resolved the reported issue.

Manufacturer narrative:
(B)(4) . Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.